Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was below 45 mg/dl. The customer¿s current blood glucose value was 266 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value with food, orange juice and glucose tablet. Based on customer¿s report customer does allege over delivery. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set